Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left circumflex (lcx) coronary artery. The 12mm x 3.25mm quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. No patient complications were reported. Patient status is reported as "good".